Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that at times, the patient's bg levels spike in the middle of the night. The reporter claimed that the patient's bg spiked the previous night. The patient reportedly had bg levels of "400 mg/dl" and "408 mg/dl" during the time of concern with symptoms of increased thirst, frequent urination, and stomach pain. The reporter was concerned that possibly a setting in the pump was incorrect. The reporter denied that the patient had any changes in weight, diet, or activity level. She also denied that the patient had any recent illnesses, growth spurts, or medication changes. She mentioned, however, that the patient was suffering pain in the genital area and possibly needed a circumcision. Through troubleshooting, no associated alarms were observed. All boluses were completed. The tdd history was noted as being correct. A review of the pump's prime history revealed that the last prime was performed on (B)(6) 2012. Small primes of "1.8 to 2.6 units" were recorded on (B)(6). During the contact with the anm representative involved in this contact, the patient was able to prime into the air. The prime was recorded in the pump's prime history. The reporter denied that she had any site, set, or cartridge issues. The pump's I:c ratio, isf, bg target, and iob were reviewed. However, the reporter was unsure if the settings were correct. She was advised to follow-up with the patient's health care provider (hcp) for clarification of the pump's settings. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels with symptoms suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contains dates from 4/7/2014 to 4/16/2014. Black box and histories for the event on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.